Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid-left anterior descending artery, which was mildy calcified with mild tortuosity. A xience v 3.0x15mm stent was implanted successfully in patient, however, after angiography, a dissection was revealed at the distal part of the stent. A xience v 2.75x12mm was used successfully to treat the dissection. There was no clinically significant delay. No additional information was provided.